Event description:
01/02/97-insertion at a chemo site, right internal jugualr vein dual lumen implantable catheter, on 6/18/97 documented candida sepsis. 06/18/97- removal of right subclavian chemotherapy site implantable port with drainage. 07/02/97-return to ed in cardiac arrest.